Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pharmacist reported that a medication that infuses over 24hours was completed 5hours earlier than expected. The pharmacist reported that the nurse maintained the correct infusion rate. Upon further investigation, she uncovered there were a high instance of air bubbles in dosetrac and believes the medication was bolused repeatedly to clear air bubbles, resulting in completion of the infusion faster than expected. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples of logs for review were provided from the facility for investigation, due to this a thorough investigation could not be performed. Threfore issues reported could not be confirmed.